Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and failure analysis investigation could not reproduce the customer reported complaint. No cable dropout was observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. There were additional observations that were not related to the customer reported complaint. The instrument was found to have a scratched yaw pulley. One side of the yaw pulley had several scratches. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did show damage that would have contributed to the damaged insulation. The yaw pulley had scratches on it. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure that the fenestrated bipolar forceps instrument experienced cable dropout. The procedure was completed with a backup instrument with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow-up: there were no reports of arcing.